Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 giving technical failure 401 - inspiration valve or device leaky alarm during setup prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: vyaire medical did not received the suspect device for evaluation. However, log file analysis tool has been utilized. As concluded, sensor long-term drift was not considered in the definition of the expected adc value range (for the "zero pressure calibration", the base unit test and the circuit system test) in software versions lower than v6.1 due to non-availability of that information. Vyaire medical initiated a warranty replacement for inspiration block and new mainboard. Additional information:during trouble shooting it was confirmed that the unit had a blower failure as well hence vyaire initiated the warranty replacement for a new mainboard.